Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 4/12/96. The device was removed on an unspecified date, reportedly due to erosion of the right cylinder, autoinflation, and migration of the left cylinder through the median septum. A returned questionnaire indicated that there were no known circumstances that may have contributed to this occurrence. The entire device was received and evaluated by the MFR. No functional abnormalities were noted that would contribute to the reported occurrences. During functional testing, leaks were noted with the reservoir component. Microscopic examination of the leakage sites revealed uniformly striated and rough, irregular cross sectional surfaces. Uniform striations indicate contact with sharp instrumentation, such as a scalpel or hemostat. Rough and irregular surfaces indicate a tear. Based on the received info and quality assurance evaluation, qa found no abnormalities that would have contributed to the reported autoinflation. However qa is aware of factors other than mechanical function that may have contributed to autoinflation (noted in literature statement below). Thus, qa accepts autoinflation as a reason for removal. Since examination and testing of the device can not conclusively prove or disprove erosion or migration, qa also accepts these as reasons for removal. Qa concludes that the observed leakage site and the reported autoinflation are inconsistent. Thus, qa concludes that the leakage sites were contributed to during or after explant surgery, and are not related to the reason for removing the device.

Event description:
The device was removed due to "erosion of right cylinder, autoinflation and migration of left cylinder through median septum." As reported to co, the entire device was removed and not replaced.